Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was allergic to his driveline dressing. The dressing was changed and the problem resolved. The patient did not receive any treatment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with their old impella site open to air and scabbed with some nerve damage to the right arm. The patient also experienced chronic drainage from the driveline, however, cultures were negative on (B)(6) 2019 and (B)(6) 2019. No further information was provided.